Event description:
It was reported that the patient experienced unspecified issues with a sling device leading to an artificial urinary sphincter (aus) implant procedure. No information was provided about the patient's outcome.